Event description:
It was reported that an ilet pump with serial number (B)(6) did not charge or power on despite being placed on a verified working charging pad with the belt clip removed and the screen facing up, consistent with a premature battery discharge and a problem localized to the battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge attributable to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.